Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6; -13 diopter implantable collamer lens into the patient's left eye (os) on (B)(6) 2022. The patient experienced excessive vaulting and glaucoma. On (B)(6) 2022 the lens was explanted. On (B)(6) 2022 a replacement lens of shorter length was implanted and this resolved the problem. The cause of the event was reported as a patient related factor and it's unknown if the device failed to perform as intended; additionally it noted "patient got glaucoma because of high vault".